Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a low speed advisory alarm associated with a pi event. The site suspected driveline issue or a mild ingestion event. Log file analysis confirmed the low speed event. No further information was provided.

Manufacturer narrative:
Section b5: the patient's previous driveline repair is reported under MFR # 2916596-2018-04198. Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas. Breaches in the red, orange, yellow, and brown wires were also confirmed in the evaluation of the returned portions of the driveline. The pump was returned with the driveline cut approximately 4.5¿ from the pump housing and a distal portion measuring 13.5¿ was returned; the distal end with the metal connector was not returned. The sealed inflow conduit and apical sewing ring were not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition adhered adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended period of time while in operation. The deposition found in the pump could have contributed to the reported hemolysis. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline revealed no discontinuities or shorts. The two portions of the returned driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. Hipot testing of the pump end portion of the driveline revealed no insulation breaches; however, the testing of the 13.5¿ portion of the driveline revealed 2 breaches in both the brown and yellow wires and a single breach in both the red and orange wire. The observed breaches were found approximately 6¿ from the proximal end, at what would be 10.5¿ from the pump housing. The insulation breaches of the brown, yellow, orange, and red wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2012. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The heartmate ii lvas patient handbook, is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was being transferred to the power module (pm) cable and after the white lead connection was made, two pump stops were noted. It was noted that a full-length driveline splice repair was previously performed. Technical services reviewed the submitted log file, which captured 2 pump stops and 11 low flow advisories. X-rays were requested. Additional information stated that the patient was being evaluated for pump exchange due to hemolysis/suspected pump thrombus. It was noted that if the patient's lactate dehydrogenase (ldh) returned to normal and it is decided to delay the exchange, the possibility of exposing more driveline to complete a new repair would be discussed. The patient¿s pump exchange was performed on (B)(6) 2020 as heartmate ii to heartmate ii. The pump was returned for analysis.